Event description:
The user facility reported that at the end of a surgical procedure with the bed in reverse orientation, the table was commanded to return to level; however, the bed did not level rather increased the head down angle. The user facility again commanded the table at which time it was reported that the leg section of the table separated from the table. The patient was transferred to a gurney and the procedure was completed successfully with no further incident. The patient received an MRI and followed-up with an orthopedic doctor. It has been reported that the patient suffered no injuries.

Manufacturer narrative:
The employee involved in the incident has retained an attorney. The user facility has refused steris's requests to inspect the equipment to complete the investigation. Accordingly, steris is unable to report further information about the reported event at this time.

Manufacturer narrative:
Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.